Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured at 14 atmospheres. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.